Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2013, resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).correction: the correct catalog number is 92127; and not 90432 as previously reported.per the surgeon, the patient underwent revision surgery (B)(6), 2013 to access the sleeper site.this report is filed december 23, 2013. Device currently unavailable.

Manufacturer narrative:
Correction: per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013; not on (B)(6) 2013, as previously reported. Per the clinic, there are plans to revise the fixture site, but this has not happened as of the date of this report, (B)(4); it is unknown if the patient will be reimplanted with a new fixture during the revision surgery. (B)(4).